Manufacturer narrative:
The catheter was returned and evaluated. Examination revealed that the catheter was confirmed to have leakage into the thermistor connector. The catheter body was found to have a slit 0.130 inches long at the distal end of the middle form or thermal filament area. The tear entered the thermistor lumen at that point. There were also two 70cc2 cables returned with the catheter and both were tested using the vigilance ii monitor. Both were found to pass the cable test.

Event description:
It was reported that blood came up through the cardiac output lumen. No pt complications were reported.